Event description:
It was reported that a small volume folfusor experienced an underinfusion. The reported stated that the folfusor only partially emptied. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: baxter received three filled samples for evaluation. Visual inspection of the three samples showed no signs of physical abnormality. A functional flow rate test was performed on the samples; one sample was found to have the calculated and normalized flow rates out of specification. The sample that was found to have under infused was then microscopically examined for the following: the correct flow rate imprint on the flow restrictor housing, the delivery tubing for any signs of blockage, the glass capillary for any signs of blockage or defect, and the o-rings for proper placement within the restrictor housing. The examination result showed evidence of air bubble blockage inside the glass capillary. The reported condition was confirmed for only one of the three actual samples received. Should additional relevant information become available, a supplemental report will be submitted.